Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the video generator and hinge cover and installed the b-17 software. The batteries were also replaced during the service due to their expiration date being near. The unit passed all the functional and safety tests as per factory specifications. The fse ran the unit with a test balloon for an hour and it functioned correctly. The unit was returned to the customer.

Manufacturer narrative:
Due to character restrictions in block e;1.: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) display was not working and hinge cover was damage. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, e1(initial reporter, event site telephone and event site email) g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 the getinge field service engineer (fse) reported that the customer has not requested repair of the unit at this time, therefore no further actions were taken.